Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from u.s.a. Stating that the device would not lock in motor and the burr kept coming out of the motor. It is known that the event occurred during surgery. It is also known that there was no pt or user injury or medical intervention reported related to this occurrence. No additional info was available.